Event description:
It was observed during the device inspection that the visera tracheal intubation videoscope had the light guide lens partially missing glue. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of degradation problem. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.